Event description:
The ventilator was returned to the manufacturer with an allegation that the display was blank. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device the customer's complaint was confirmed. The device's inverter pca was replaced to address the issue.